Event description:
Caller noted patient has a b.sci 0185 (integrated bipolar df-1) rv lead. Rv defib and svc impedances have both been elevated and oor >200 ohms recently. B/t 154-158 ohms. Tip to coil impedances are normal. Caller doesn't know if the impedances are due to calcification etc, but he is prepping for the upcoming case and possibilities. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).